Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the front brake casters faulty and not locking. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the front brake casters to resolve the issue. Based on this information, no further action is required.